Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # s7 cranial 3.0.2, patient name displays different after import. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred prior to a cranial resection. It was reported that a disc was loaded into the system and on the import page of cranial 3.0.2, the left-side showed the patient name as (B)(6). The patient was imported, and once imported into the software, the name displayed as (B)(6). No delay to procedure and no impact to the patient reported.